Event description:
During an initial implant procedure, it was noted the device was unable to be interrogated using a merlin 2 programmer using rf and inductive telemetry. A merlin 1 programmer was used and the device was able to be interrogated properly. The device was not implanted. The patient was stable. It was suspected the merlin 2 programmer was the alleged issue, however, upon analysis a malfunction was observed on the device.

Manufacturer narrative:
The reported field event of interrogation anomaly was confirmed in the lab. The device could not be interrogated using rf telemetry due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.